Event description:
(B)(4). Same patient as 2134265-2010-04565. It was reported that following a carotid artery stenting treatment procedure the patient experienced low blood pressure. The lesion being treated was located in the right common carotid-internal carotid femoral artery. The physician treated the lesion with a filterwire ez and implanting a carotid wallstent. Post procedure, the patient developed low blood pressure. Pre-index procedure: 152/80 post-index procedure: 92/44. The patient was treated with atropine sulfate. In the opinion of the physician the low blood pressure was caused by carotid sinus reflex after stent implant.

Event description:
During insertion the anchor broke at the tip of the inserter; only the threaded body was remained in the bone. A competitor's device was inserted next to the broken anchor to continue the case.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (B)(4) and is therefore unassigned. This is the final report.

Event description:
The customer stated an architect analyzer generated error code 1007, unable to process test, for approximately ten percent of all tests when reaction vessels of lots 62616p100 and 67297p100 were in use. The issue was resolved with the implementation of lot 67436p100. There was no adverse impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). In previous medwatch submissions, suspect medical device, other lot # was submitted with lot number 67297p100. This lot of suspect medical device was not associated with remedial correction 1415939-2/27/09-003-r, therefore, other lot # was changed from 67297p100 to na. Concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4).. Evaluation: no method, results or conclusions can be made at this time. Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as only one lot of suspect reaction vessel was in use at the customer facility, therefore, this medwatch submission has been corrected from na to 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
In 2009, the lay user/patient in another country contacted lifescan alleging that the one touch ultra easy meter read inaccurately high. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the pt but the tsr could not reach the pt. The following complaint was classified based on information obtained from lfs customer service. The pt said she measured her blood sugar one week earlier in the morning at 8:30 am and obtained a reading of 9.6 mmol/l. She said that she injected 6 units of novorapid insulin at that time based on the result. Then she reportedly suffered a "really bad hypo" and felt very heavy at that time. She said her daughter and husband "brought her back" with some dextrose and she feels fine now. She did not receive any advice from a doctor or alter her medication. The pt did not provide any further details of her management of diabetes including her diabetes medication regimen or her sliding scale. It was determined, during the troubleshooting telephone call, the meter was set to the correct unit of measure at the time of testing. Although details of the pt's management of diabetes is unknown, this complaint is being reported because the pt alleged the meter reading was inaccurately high and subsequently suffered symptoms of hypoglycemia.